Event description:
Procedure type: cystectomy and neobladder procedure. According to the reporter: the procedure was performed using the looped suture to close the abdomen using one suture from above and one suture from below meeting in the middle of the incision. Ten days post-op, the patient eviscerated and was brought to the emergency room for secondary closure. The knots were intact and the fascia had not torn. It was determined that the upper suture strand had broken causing the upper aspect of the incision to open.